Manufacturer narrative:
D1 (brand name), d4 (catalog & serial) has been updated. Ppae (cardiac tamponade): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 73-year-old patient was scheduled for elective coronary artery bypass surgery (CABG) with impella 5.5 support. He initially had cardiac tamponade requiring surgical take-back for washout. Received blood post operatively. Support during his ICU was without incident and he was explanted on (B)(6) 2025.

Event description:
Additional information received: the intervention was the washout and removal of blood. It was successful. No. No, pump wasn't involved with this issue.

Manufacturer narrative:
Additional information was provided in b5 (event description). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.